Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family member reported via phone call that they were out swimming and insulin pump received critical pump error alarm and open book image on the screen. The customer¿s blood glucose level was 319 mg/dl. Troubleshooting was done for the open book image. The customer reported that they received the open book image on the insulin pump screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.